Event description:
It was reported by the patient's wife/user of the fmc peritoneal dialysis (pd) liberty cycler that patient discontinued treatment after receiving an air detected in cassette alarm from cycler. No adverse event reported due to this event, patient began manual treatment.

Manufacturer narrative:
Clinical investigation concluded that the patient was no affected due to the event. Product evaluation could not be completed because device was not returned. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.